Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via cri observation study complaint form: biliary stent placed in (B)(6) 2021 to treat bile duct leak without transection. At 59 days post-procedure, partial proximal (upstream) study stent migration was noted without symptoms. During the ercp to remove the study stent, trauma to the biliary tract occurred, specifically creation of a supra-papillary fistulotomy near the major papilla. This was treated with placement of a fully covered metallic biliary stent (through biliary orifice). The site noted the biliary tract trauma as related to the study stent, specifically to the stent migration, and related to the study procedure, noting ¿process of ercp stent removal created fistulotomy.¿ this was queried since the removal procedure is not the study procedure. Additionally, the site noted this event as related to ¿underlying pancreas necrosis with duodenal edema.¿ additional procedures performed at the same time as study stent placement: balloon dilation pancreatic stent placed for pancreatitis prophylaxis sphincterotomy stone retrieval catheter dilation of main pancreatic duct, balloon sweep of pancreatic duct, pancreatic sphincterotomy, endoscopic advancement of feeding tube, ventral pancreatic duct stent placement (cook stent) rectal nsaids were administered immediately before, during, or immediately after the procedure: indomethacin patient outcome: the stent migration is noted as resolved without sequelae. The event status of the biliary tract trauma is noted as not available, with additional information, ¿no data in emr regarding this ae resolution, pt. Was scheduled for next ercp approx. 4 months after repeat ercp was done.¿ data collection includes stent indwell time. These are the only aes reported. The patient has exited the study.

Manufacturer narrative:
Device evaluation: 1 unit lot number c1830643 of clso-10-9 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the pmcf study (B)(4), (B)(6), stent migration, biliary tract trauma. Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for clso-10-9 device of lot number c1830643 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0045) states the following: ¿this device is used to drain obstructed biliary ducts¿. There is evidence to suggest that user did not follow the instructions for use and/or label. Abnormal use was identified as stent was used for bile duct leak. The device was used device in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. The biliary stent was used for bile duct leak rather than for draining obstructed biliary ducts. Treating bile duct leak could lead to this stent migration. Placing the stent with contraindications would also have contributed to the bile duct trauma. Additionally, as per the pmcf study, the cause of the stent migration, biliary tract trauma was reported to be due to underlying pancreas necrosis with duodenal edema and process of ercp stent removal created fistulotomy. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed used. The investigation findings concluded that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. The biliary stent was used for bile duct leak rather than for draining obstructed biliary ducts. Treating bile duct leak could lead to this stent migration. Placing the stent with contraindications would also have contributed to the bile duct trauma. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 23 may 2025.